Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the tubing leaked while connected to a patient. There was no report of patient harm.

Event description:
The customer reported that the tubing leaked while connected to a patient. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a tubing leak was confirmed. Visual inspection showed no anomalies. During functional testing a leak was observed to be coming from the filter vent hole. The root cause of the leak was determined to be an oversaturation of the filter.